Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017 / excessive force. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure via an 8f sheath. Reportedly, with two prostyle devices there was difficulty to remove both devices and excessive force was required to remove from the vessel. Upon device removal, the footplate was not fully retracted and the suture was looked in [malposition]. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore sheath, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. On a different day, an open revision of the groin [surgery] was done due to an occlusion. Local thrombosis was identified. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The difficult to open or close was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the device was removed from the patient with excessive force. It should be noted that the electronic perclose prostyle instructions for use (eifu), states, ¿do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown if the IFU violation contributed to the reported difficulties. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely based on the successful foot closing of the returned device, an interaction of the foot with tissue and/or suture caused the foot to capture tissue/suture inhibiting closure of the foot. The foot in the open position would induce the difficulty removing the device. In cases where the suture or tissue interfere with the foot closing, the foot can surf distally and partially dislocate preventing the foot from closing into the guide. The patient effects of tissue injury is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - (B)(4)/ malposition of device was removed. (B)(4) / unspecified tissue injury was added. (B)(4) / no clinical signs, symptoms or conditions was removed.

Event description:
Subsequent to the initially filed report, the following information was received: the puncture site was on a non-calcified segment. Reportedly, there was difficulty removing two prostyle devices and excessive force was required to remove both devices from the vessel. After both devices were removed it was noted the devices were entangled with the sutures. The next day thrombosis was identified via ultrasound. Symptoms included ischemic in the leg (cold, sensomotoric deficits). Embolectomy and thrombectomy revision surgery was done and treated with patch plasty. No additional information was provided.